Event description:
(B)(4). I started losing a lot of hair, getting hives and rashes, headaches. I suffered from fatigue, loss of libido. Over the years my periods became heavy, cramping became severe. At times I had sharp, stabbing pelvic pains. In the past few years I have had increased numbness and tingling in my hands, arms, feet, and sometimes in my face. I've had chronic yeast and bacterial vaginal infections. I've had increased brain fog and found it harder to focus. My labs show high total bilirubin levels. I now have to get a hysterectomy to remove this device because I have a strong positive nickel allergy. I was never asked if I thought I had a nickel allergy prior to placement. I always suspected I was allergic, but recently confirmed it with a dermatologist.